Event description:
While using a novasure device, the surgeon couldn't pass the cavity assessment. If you do not pass the cavity assessment, you cannot perform the procedure. A seal within the cervix must be maintained for it to pass the cavity assessment. Per surgeon, there was no concern for cervix being patulous nor for perforation. The rep was called and placed on speaker. She guided the surgeon through the same steps she had performed prior twice. The rep told the surgeon to obtain a new device as the initial one could be faulty. The surgical team obtained a second device and the procedure was completed successfully with no harm to the patient. The device and packaging were saved and will be returned to the manufacturer by clinical engineering. Per site reporter: the representative was made aware during surgery, aided in troubleshooting, and ultimately suggested using a new device. We will coordinate with the rep to return the device to hologic quality team.